Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was also noted frequent far field r-wave (ffrw) oversensing on the right atrial (ra) lead was present. The device was explanted and replaced and programming changes made to address the ffrw oversensing. No patient complications have been reported as a result of this event.